Event description:
On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter technical services (bts), the following was reported. On an unreported date in (B)(6) 2012, the patient experienced c. Difficile infection. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, the patient was treated with flagyl (metronidazole) and vancomycin orally and intravenously (IV). On an unreported date, 1 week later the diagnosis and hospitalization for c. Difficile the patient was diagnosed with peritonitis and treated with unspecified antibiotics. On (B)(6) 2012, the patient was discharged from the hospital for a long term care facility. On (B)(6) 2012, the patient was again hospitalized for c. Difficile infection. The patient was still in the hospital. The pd nurse stated, the patient recovered from the peritonitis event and is still recovering from the diagnosis of c. Difficle infection.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h12b07031, h12c29066, h12e08024 with no issues noted during the manufacturing process. This complaint was for a report of peritonitis in which no device malfunction or use error was reported. The complaint was not confirmed and the cause was not identified because a device malfunction was not identified.

Manufacturer narrative:
(B)(4). This is report 2 of 4 in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, al follow-up report will be submitted.